Event description:
On (B)(6) 2009, the patient reported that last night, the "top hat" of the piston rod of his insulin infusion device came off. He said he was trying to change the cartridge and forgot to take the cartridge out before returning the piston rod. The "top hat" came out in his hand with the cartridge. The patient switched to his backup infusion device. No blood glucose concerns related to this issue were reported. The patient did not require medical assistance from a healthcare professional or second party to address the issue. Product was replaced and requested to be returned for evaluation.